Event description:
After being alerted to the potential contamination of the sorin 3t heater-cooler devices were removed both of them from service and sent water from each for environmental testing. This testing was sent to: (B)(6).